Event description:
It was reported that during an unknown procedure, after thirteen firings on the same patient the jaw of the device broke. Unknown how case was completed. There were no adverse consequences for the patient.

Event description:
(B)(4). It was reported that during a rotational atherectomy treatment procedure, a burr became stuck in a lesion. The lesion was located in a severely calcified mid left circumflex artery. During ablation with a 1.5mm rotalink plus unit, the burr became stuck in the lesion. The other groin was prepped, another wire was placed, and the physician attempted to inflate a 1.5mm balloon catheter around the burr to dislodge it. This was unsuccessful. The burr catheter was removed from the advancer and a hemostat was attached to the copper housing of the burr. The hemostat was twisted approximately 40-50 times counter clockwise to create enough tension to release the burr from the lesion. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Broken jaw. The analysis results of the device found that the device was received with one jaw broken. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device, evidence of corrosion was found throughout the broken area and internal components. The most likely reason for this finding is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. In addition, the device was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Broken jaw. The analysis results of the device found that the device was received with one jaw broken. Evidence of corrosion was found throughout the broken area. The most likely reason for this finding is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. In addition, the device was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.